Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the anomaly observed in the field was confirmed in the laboratory. The hardware reset was caused by an anomalous componentwithin the hybrid.

Event description:
It was reported that the device went in back-up vvi mode with no tachy therapies available. The device was explanted and replaced.